Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that a patient saw a manufacturer¿s representative for the 2nd-3rd time 2 weeks ago and stated that the manufacturer¿s representative ¿couldn¿t get the part that controls her back and tailbone to work¿. The patient stated "she couldn't figure out why it wasn't working" and noted "yesterday it was bumping really bad.¿ it was further noted that it had been ¿bumping¿ for the last 2 days. It was noted that the patient was currently out of town but would be back tomorrow for shots in her back from one healthcare professional (hcp) and another appointment on friday. The patient noted "it zapped down the opposite leg but not my back and tailbone."